Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use dwell 2. The home patient (hp)stated that all lines were connected and did not appear to be leaking. The baxter technical service representative (tsr) explained the alarm to the hp. The tsr had the hp cycle power . There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp stated he did not notice anything unusual at the time of the alarm and stated everything was hooked up right. The hp stated he had not contacted his pd rn as he resumed therapy using new supplies without any problems. The writer advised the hp that the alarm meant there was a potential of air in the set and that as a precaution, let his pd rn know. No patient injury or medical intervention was reported.